Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650de / expiration date: 2019-04-30 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 2018-04-17, labeled for single use: no (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de / expiration date: 2019-04-30 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 2018-04-16, labeled for single use: no, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a double disconnect of the batteries from the controller. There was a loss of power to the controller and an associated ventricular assist device (vad) start event noted on the log files. The patient stated they were changing power sources and became confused, but it is unclear if it was a double disconnect or power switching. The controller and batteries remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller and batteries were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis revealed a controller power up event on 22/apr/2019, at 12:51:16. The data point prior to the loss of power revealed that bat598620 was connected to power port one (1) with 74% relative state of charge (rsoc) and bat598594 was connected to power port two (2) with 24% rsoc. The data point recorded after the loss of power revealed that bat598620 was connected to power port one (1) and bat598628 was connected to power port two (2). The controller was without power for 11 seconds. Analysis of data log files also revealed premature power switching events due to momentary disconnections involving bat598620 and bat598594. As a result, the reported events were confirmed. A power source lubrication procedure was performed on all p ower sources on 09/jan/2019. While the devices were not available for physical analysis, the most likely root cause of the observed premature power switching event after lubrication can be attributed to momentary disconnections due to corrosion of the controller power port pins. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Additional products: battery bat598620 h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 bat598594 h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.